Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
This is a report of a home patient (hp) who passed away. The cause of death is unknown. The hp acquired peritonitis (previously reported) and was hospitalized. The patient received antibiotic therapy for the peritonitis. On an unknown date the patient experienced an allergic reaction to the antibiotics. The patient was discharged home from the hospital on an unknown date and was considered to be recovered from the peritonitis event. Follow up information was received indicating that the patient was re-hospitalized for shortness of breath, excess water, and heart attack. The patient reportedly died two days later. No additional follow up will be received due to the hospital's concerns regarding privacy rules.